Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed.

Event description:
It was reported that during a coil embolization procedure, the coil stretched in the microcatheter, and it could not be retracted due to the anterior segment of the coil being wrapped around other coils in the aneurysm. The doctor decided to snap the coil wire. The angiography showed there was still coil wire connected from the aneurysm to the middle catheter. The coil wire was pushed from the external carotid artery by using a guide wire and wrapping it around the microcatheter to pin the coil down into the stent. The coil remains implanted in the patient. The patient is fine.